Manufacturer narrative:
The device was investigated by a maquet service technician with the service report# (B)(4)on 2019-10-16: annual maintenance 2019 carried out according to maintenance protocol. Parts used: akku pack. A follow up medwatch will be submitted when additional information becomes available.

Event description:
During patient transport: the batteries are fully charged, the device switches off after 15 minutes without power. Complaint# (B)(4). Gidi# (B)(4).

Manufacturer narrative:
The reported failure was, that during patient transport in the hospital, when the batteries were fully charged, the device switches off after 15 minutes without power. According to the service order (B)(4) with work done on 2019-10-16 the technician serviced the device and replaced the batteries. The provided service protocol from 2019-10-16 says, that the device has no technical or safety defects after the repair. According to the life cycle engineering (lce) report (B)(4) from 2020-02-14 the failure could be reproduced and the most probable root cause of the error is, that the battery had an increased internal resistance. This could be caused by incorrect maintenance habits. But the actual cause in this case can not be determined. Thus the failure could be confirmed. The device was used for treatment/transportation when the error occurred. The reported error is the cause for this complaint. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint# (B)(4).